Event description:
The customer reported being hospitalized with high blood glucose of 557mg/dl. The caller stated that she has been in and out, and the second time she was hospitalized due to diabetes keotacidosis. Troubleshooting was performed, and the drive support cap appears to be normal. The time and date in the device were incorrect. Assisted the caller with correcting them. Reviewed the alarm history and found an error alarm, bad battery, and empty reservoir alarm. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.